Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional details have been requested but have not been received to date. If additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: july 11, 2016. (B)(4).

Event description:
A nurse reported that a patient sustained a stage iii full-thickness pressure ulcer while using the device. The injury developed to the perennial area of the patient after the fms had been in place for less than 1 month. A topical treatment was provided although the nurse could not specify the regimen or frequency. No further patient details, including medical history, treatment or outcome were available.